Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the override groups were not updating. A technical support specialist dialed into the station and check on the med application and data synchronization log, then encrypted and backup all the station databases. Dialed into the server and opened structured query language server management studio and followed knowledge article "unable to reassign override group to a device" and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple station not updated the override group. There were no adverse events or injuries reported based on this event.